Manufacturer narrative:
(B)(4). Italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by legal that the patient underwent 1st stage revision due to pain, swelling, bone fracture, pseudotumor, osteolysis, metallosis, and suspected sepsis, approximately ten (10) years nine (9) months from initial hip arthroplasty. All implants were explanted and unknown cement spacers were placed. Legal records indicate patient had ongoing issues with post spacer implantation, as well as positive bacterial cultures of positive staphylococcus. Three additional procedures were performed with final placement of 2nd stage (unknown components), approximately eleven (11) months later. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device used for treatment. Legal documentation was provided and reviewed. Patient underwent a left tha in 2008 for unknown reasons. Patient reported continuous and increasing pain from 2011 to 2018. In 2018, the patient had a CT scan that unveiled fluid build up, a non specified failure of implant and a suspected sepsis. Therefore, in (B)(6) 2018, the patient underwent a first stage of a multi-stage revision and a cemented spacer was placed. In (B)(6) 2018 the spacer also dislocated; the dislocation was reduced without surgical intervention. In (B)(6) 2018 the patient was admitted in the hospital for a hip abscess that was treated via articulation drainage. Bacterial culture test of a sample of the abscess showed presence of staphylococcus. In (B)(6) 2019 the drainage and sterilization of the hip is concluded, therefore the spacer is finally removed. A new spacer is implanted in (B)(6) 2019. During surgery surgeon calls out a bone deficit in the acetabular area due to osteolysis. A new implant is implanted in (B)(6) 2019. In (B)(6) 2019 and feb 2020 the patient underwent toxicological analysis which detected metallic ions in the blood. As of note, no medical documentation was provided so far to back up the legal claim. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.